Manufacturer narrative:
D6b, explant date, has been added.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
A.4 and a.6 are unknown. The impella device was not returned, and the investigation has been completed. The device history review was completed and the pump passed all post sterile inspection checks. Bacterial infection/ fever: the cause of the injury was not determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella 5.5 developed a fever and had positive blood cultures, so was started on antibiotics. Impella support continues.

Manufacturer narrative:
Investigation summary: impella 5.5 #: (B)(6) cannula and non-abiomed catheter returned for investigation. The returned product was investigated. Dried blood was found on the cannula. No cannula kinks were found. The cannula of the pump was returned cut from the pump, with the rest of the pump not returned, so additional investigation could not be completed. Fever, bacterial infection: clinical details mention that the patient developed fevers reaching 102.1 while on impella support. The patient's blood cultures were sent for testing and came positive for enterococcus faecalis. In order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1911722. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.